Event description:
It was reported that the customer received a button error alarm on the insulin pump and could not clear an unexpected restart alarm. No significant events leading up to the alarm were recalled. The customer's blood glucose was 128 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.